Manufacturer narrative:
Date sent to the FDA: 9/25/2020. Additional information: a2, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 during which the surgeon noted ¿a hernia superiorly and one inferiorly developed around the mesh. Omental adhesions were removed from the mesh and once the omentum was down, the old mesh was removed from the abdomen.¿ it was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted ¿there was a portion of omentum incarcerated into the hernia and the omentum was stuck in the midline to the prior hernia defect and mesh. Inflammatory attachments were taken down with a combination of blunt and sharp dissection and a small portion of the omentum was transected and left in the hernia defect.¿ it was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.